Manufacturer narrative:
The customer stated that the reported patient sample was low in volume and had foam. The customer did not run level 1 qc on the date of the event. Good laboratory practice precludes running and/or reporting patient results when qc has failed or not been performed. The investigation determined the event was consistent with a preanalytic issue at the customer's site (sample quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter alleged discrepant elecsys hbsag ii and elecsys anti-hcv ii assay results for three patient samples tested on the cobas e 411 analyzer (rack system). This medwatch is for the elecsys hbsag ii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys anti-hcv ii assay. Patient sample 2: on (B)(6) 2026: the initial result from the analyzer was 1.09 coi (reactive). The first repeat result from a vidas system was 0.01. The second repeat result was 1.02 coi (reactive). On (B)(6) 2026: the third repeat result after corrective action procedures was 0.642 coi. The unit of measurement and/or interpretation was not provided. Patient sample 3: on (B)(6) 2026: the initial result from the analyzer was 1.07 coi (reactive). The first repeat result from a vidas system was 0.01. On (B)(6) 2026: the second repeat result after corrective action procedures was 0.619 coi. The unit of measurement and/or interpretation was not provided. The corrective action procedures include: analyzer inspection; rerunning qc (the qc for level 1 was last performed on (B)(6) 2026. The high-level qc was out of range on rerun); replacement of analyzer reagents procell and cleancell; liquid flow path cleaning (lfc); sipper, sample, and reagent probes priming; measuring cell preparation; assay recalibration; qc rerun and precision check with acceptable results. No questionable result was reported outside the laboratory.